Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that upon inserting the introducer into the skin (no skin nick), it started to peel apart. The rn performed a skin nick and was able to complete the procedure. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the peel-away sheath and no relevant findings were identified. The probable cause of the peel-away sheath splitting prematurely could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that upon inserting the introducer into the skin (no skin nick), it started to peel apart. The rn performed a skin nick and was able to complete the procedure. No patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. The sheath had been fully peeled in use and both sections were returned. Visual examination of the returned sample revealed that the sheath had peeled evenly on each of the score lines, as is intended. The sheath body and hub were not observed to have any defects. Microscopic examination of the tips of the sheath tips revealed the edges are pushed back creating a bend/fold (accordion- like) and are flared. This damage results in an uneven/jagged tip edge. The damage extended approximately 3mm up the sheath tip. The length from the sheath hub to the sheath tip measured 2.75" on both of the separated sheath pieces, which is within specification. Other sheath dimensions could not be measured as the sheath had been peeled in use. A device history record (DHR) review was performed on the peel-away sheath and dilator and no relevant findings were identified. The instruction booklet provides insertion techniques for the sheath/dilator assembly. The IFU directs the user to enlarge the puncture site if necessary. It was reported that a skin nick was not made prior to the first attempt at insertion, when the damage was observed. A skin nick was then made and a second attempt was successful. (Con't)- other remarks: the reported complaint of the sheath tip peeled back during insertion was confirmed through visual examination of the returned sheath. The sheath had been fully peeled and both sheath tip sections were found to be pushed back and flared which created a jagged edge. The customer stated that attempts to insert the sheath without a skin nick caused the damage and that the procedure was able to be completed after a skin nick was made. The DHR review did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that upon inserting the introducer into the skin (no skin nick), it started to peel apart. The rn performed a skin nick and was able to complete the procedure. No patient injury or consequence.